Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The customer noted the cannula was bent. An injection of insulin was administered to treat the hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and performed as designed. The cannula was observed to have a bend, however insulin was found to pass through the bend when the device was run. The bend observed in the cannula can be confirmed, however the cause of the reported high blood glucose levels cannot be determined. No problems were found that could conclusively be attributed to a deficiency in insulin delivery.